Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and keyboard malfunctioned. The user tried to reboot the station and recover the drawer but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and jammed, and the keyboard had also malfunctioned. A field service engineer (fse) found that the drawer slides were difficult to open and close, and the keyboard cover was worn out. Troubleshooting led to the replacement of the dog bones and the keyboard cover, which resolved the issue. The customer tested the drawer, and the fse performed a functional test and ran diagnostics to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.